Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-02177. All information can be found under manufacturer report number 1416980-2023-02177. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a eva (ethyl vinyl acetate) 150ml bag was leaking at the ridge in the membrane port. The leak was observed during setup, after the bag was hung. The bag contained 100mg paclitaxel. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.